Event description:
While evaluating a returned olympus evis exera colonovideoscope, it was discovered that foreign material was located inside the air/water cylinder. There was no patient involvement during this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional information be received, a supplemental report will be provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, it is likely that the following led to the malfunction: it was not possible to identify the foreign material. The reprocessing may have not been properly implemented due to the leak from the pinhole on the bending section cover, thus, the foreign material may have not been removed. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.